Event description:
It was reported an automated peritoneal dialysis patient experienced shortness of breath and abdominal fullness during drain 3 of 4. The patient was connected to the amia device at the time of the events. After the patient spoke to the pd nurse, a manual drain was performed and approximately 1500 ml was drained. The patient stated that draining relieved the symptoms. Renal therapy services initiated a swap of the device and continuous ambulatory peritoneal dialysis was discussed. There was no medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Internal and external visual inspection was performed, and no issues were noted. All connections appear correct and secure with no evidence of moisture or pest infestation, and no internal part damage. A short-simulated therapy was successfully performed. The device was determined to meet specifications. Review of the device logs showed an excessive drain volume of 2706ml during drain 4 of 4, which was greater than the programmed maximum peritoneal volume setting (2200ml). A review of the device programming was performed and the programmed estimated night uf (448ml) may have been set too low for the most recent therapies. Per the amia clinician guide, setting the estimated night uf too low, or to 0 (zero), may result in a higher risk of iipv. The estimated night uf value should be based on an average of the nightly uf from the past seven consecutive therapies for a specific program. Based on the device log analysis, the probable cause of the reported event was determined to be the programmed estimated night uf being set too low. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. No device failure or malfunction was identified that could have caused or contributed to the reported event. The probable cause of the reported event was determined to be the programmed estimated night uf being set too low. Should additional relevant information become available, a supplemental report will be submitted.